Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The cgm value was 40 mg/dl with double down arrows and the patient had no symptoms. The patient self-administered a glucagon rescue injection based upon cgm values and called emergency medical services (ems). Upon paramedic arrival the cgm value had increased to 70 mg/dl and the bg finger stick (bg fs) value was 140 mg/dl. A second bg fs value on the glucometer was 100 mg/dl. She was advised to go to the emergency room (ER) however she declined and paramedics left the home. Later (unspecified time), the patient called ems again when the cgm value displayed was 223 mg/dl. The patient had no symptoms. The paramedics transported her to the ER where the bg fs was 140 mg/dl. At the ER, the patient was treated with IV hydration (potassium chloride 40 meq) and zofran. She was also given a granola bar. She was advised to be admitted for monitoring of her blood glucose, however she declined. After returning home the patient compared the cgm and bg finger stick values. The cgm value displayed was 127 mg/dl and the bg fs was 201 mg/dl. At this point she had calibrated a total of 10 times. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.